Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5072-52 implantable pacing lead 1999-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the partial lead measuring 46 cm was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had increased pace/sense impedance and a lead integrity alert was triggered. It was also reported that an rv lead fracture was suspected. Additionally, during the rv lead change-out procedure, the atrial lead was found to be attached (via tissue) to the rv lead. The rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.